Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# I(B)(4), product type: programmer, patient. Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They stated the patient was still experiencing the out of range (oor) message. They were getting up in the morning and are able to turn the stimulation on and up but later when trying to adjust to turn the ins back on they experience the oor. The rep indicated programming around the suspected out of range electrodes reports as electrodes 8, 9, 11, and 12 but did not have the exact programmed ones at the time of the call. The rep was not with the patient at the time of the call and could not troubleshoot. Additional information was received from a rep who was with the patient. They stated that electrode 8 has been consistently out of range and when the connectivity check was run that day 8 and 11 were out of range. The rep stated they had the patient try to increase stimulation using the controller and they were able to without seeing the oor. The rep stated that 8 and 11 were not used in the active programming. When they palpated around the ins pocket and then the patient tried to increase, they were getting the oor message. It was reviewed that there was potential for a fluid short or damage to the lead body. No patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. Additional review indicated conclusion code, results code, and method code are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that it was reviewed of the potential for a fluid short or damage to the lead body. The manufacturing representative (rep) called from the battery replacement case. She stated that in the wens, there is a short between 8-10, impedance is 50 and 12-15 with an impedance of 60. The rep stated that they are replacing the ins today as they were thinking there was a fluid short. It was reviewed that it appears to be a lead issue. The battery was not read prior to the case because the ins was discharged. They will put the lead into the new ins and check the impedances again. The rep stated that she well send in the battery for analysis and they will replace the lead at a later date. The rep reported that the new ins was connected and impedances were ran, two impedances tests were done (outside and one inside): wens 8, 10, 12, and 15 were do not use outside - 12 and 15 were do not use in pocket - 8, 10, 12, and 15 were do not use the rep also stated the patient admitted to tripping and falling on (B)(6) 2018. The rep also noted that they will likely move to lead replacement. No further information was reported.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2019-07-03 11:18:17 cst pli# 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. H3: analysis of the ins serial# (B)(6) found insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical product: product ID 97745, lot# serial# (B)(4), implanted:, explanted:. Product type programmer, patient product ID 977c165, lot#, serial# (B)(4), implanted: (B)(6) 2018, explanted:. Product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient was still getting the out of range (oor) message. The rep stated that they ran impedances on the day of the report and 8 was ¿out¿ in the electrode impedance and 8 and 11 were out on the check connectivity test. The rep stated what they meant by ¿out¿ was that the electrodes had the red indicator next to them. The caller provided the following values from the impedance test for reference: 12 0 1390 1 1240 1290 1400 1400 1290 1260 1180 8 40000 1020 1130 1370 13 910 1040 1110. The rep made changes to the programmed parameters and when they increased the intensity they did not get the oor. Currently programmed with the following electrodes. P1 6 7 9 10 p2 12 13 14 p3 0 1 2. The rep stated after the patient left the clinic after being reprogrammed they were able to turn stimulation up and down with no issues. They patient got home and reported oor after turning down the stimulation to sit and turning it back up when standing. They were getting oor on all 6 programs and could not use the programs even with the ¿good lead (0-7)¿. Adaptive stimulation was not enabled. Current settings given are ld: a1: 5.4 ma, 450 pw, 160 hz, a2: 6.3, 450 pw, 160 hz, a3: 7.2, 450 pw, 160 hz. Group b was not given. The ins battery level was unknown. The rep suspected a fractured lead with no falls or trauma reported. The patient last charged the ins to full on 2018-oct-30. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. Rep stated patient was getting oor message with controller, and rep would like controller replaced to rule out equipment failure. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. Patient reported she was getting an error on the controller and was unable to turn stimulation up. The ins was interrogated, and the connection was checked. Electrode 9 showed red x for do not use. After impedance check, electrode 12 out of range. The representative reprogrammed off 9 and 12 and was able to re-achieve stimulation in low back and right leg where patient needed. Unknown reason why 9 and 12 unable to use. Patient denies any falls. The issue was reported as resolved. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via the patient on 2018-oct-26. The rep indicated that when they met with the patient, contact 9 was showing a red x. With electrode impedance testing, reference 0 and contact 12 were out of range. The rep did not drop the reference to 9. The rep reprogrammed the patient who was then getting good therapy. The issue was resolved. The rep indicated that the patient is now seeing a settings not available on their controller. The patient has group a and b with 3 programs. The patient tried all programs but the settings not available was not resolved. The rep noted that when they reprogrammed they did not use contact 9 or 12. Technical services recommended checking the impedances on the programmed electrodes and to consider changing the electrodes that are currently providing stimulation. The rep noted that the patient is on low density (ld) settings. The rep could not troubleshoot during the report because they were not with the patient. They might see the patient on either monday or wednesday. The patient has not gotten back to them yet with the days. No further complications were reported/are anticipated.